Manufacturer narrative:
H4: the lot was manufactured between january 18, 2023 ¿ january 19, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing was performed with tap water, and a leak on the spike administration port weld seam was observed. The reported condition was verified. The cause of the leak could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag "leaked at the administration port". This occurred during setup. There was no patient involvement. No additional information is available.